Manufacturer narrative:
Engineering evaluation: the events describing the visual disturbance are already covered by the labeling for the restylane-range of products. The occurrence of the events will be continuously monitored within the normal device vigilance process. No further corrective/preventive action is initiated. Manufacturer narrative: no product brand name was reported. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: a causal relation between the events and the treatment with unspecified hyaluronic acid cannot be excluded. As similar adverse events also can occur after injection with other substances in the same area, the adverse events are assessed as related to the injection procedure and not specifically the product. The case is assessed as serious and is reportable to competent authority. Distribution comment: the case has been assessed to fulfill the seriousness criteria for reporting to competent authority due to the intervention.

Event description:
This literature case, (B)(4), received on 22-nov-2016 describes the following case: [case] the case was a (B)(6)-year-old female. She complained of left eye pain and abrupt decrease in the visual acuity immediately after receiving infusion of hyaluronic acid into the left temporal region at a department of cosmetic plastic surgery. The symptom did not improved despite infusion of an agent to dissolve hyaluronic acid and drip infusion of steroid and a vasodilating agent, and the patient visited the authors' hospital on referral from the department of cosmetic plastic surgery. The visual acuity in the left eye was 0.05 (vision uncorrectable) and the eye pressure was 12 mmhg. In the ocular fundus, multiple milky lesions were observed in the area from the optic papilla to the temporal side of peripheral retina. Fluorescein fundus angiography showed multiple emboli in the retinal artery and filling delay in the artery situated distal to the emboli. Optical coherence tomography showed increased reflectivity of the inner layer of the retina consistent with the milky lesions. The subjective symptoms gradually improved with eye massage and ocular pressure-reducing therapy. Two months later, the corrected visual acuity recovered to 1.2. The temporal visual field defect remained unchanged. [Discussion] in the previous reports, hyaluronic acid etc. Incorrectly infused into the artery running along the face moved to the ophthalmic artery or the internal carotid artery in retrograde fashion, and caused emboli. However, in this case, the emboli were considered to have occurred due to the incorrect infusion into the artery of the temporal region, which had never been reported before. [Conclusion] retinal artery occlusion can be caused by infusion of hyaluronic acid into the temporal region.